Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet bionic pancreas with serial number a155231 would not power on or charge despite attempts with multiple chargers and outlets, consistent with a premature battery discharge issue involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with a battery-related malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.